Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the flex arm would not tighten. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and functional inspection confirmed the main joint on the arm is not locking when the screw is tightened. The cap that holds the cap against the ball joint was not fully threaded against the caps of the joint. If the caps are not tight the joint will not lock up. Once the cap was threaded back to the joint, the flex arm appeared to work better but was not able to retain the position once weight was applied to the arm. It appears the joint is worn from repeated use. If information is provided in the future, a supplemental report will be issued.